Event description:
The account alleged that the head hi/low function will drift down within 45 minutes to an hour.

Manufacturer narrative:
After switching the s10 and s12 valves was unsuccessful, the account replaced the hydraulic manifold to repair the bed.